Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility biomedical engineer (biomed) replaced the main board and datasettes. A full preventative maintenance (pm) and calibration was performed. The iabp was and cleared for clinical service.

Event description:
It was reported that while in use in a patient an electrical test fails # 4 occur on a cs300 intra-aortic balloon pump (iabp). The customer quickly swapped balloon pumps. There was no harm or injury to patient and no adverse event was reported.